Event description:
Original tha performed in 2002. Revision tha performed in 2008, 65 months after original surgery. The stem and neck construct had become separated. It was reported that the pt is fine post surgery.